Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery set up testing, it was discovered that the attachment device was not spinning the burr devices. The reporter stated that the device was returned unrepaired back in (B)(6) 2015. According to the reporter, the device should have been received and marked for asset disposal. However, it was somehow inadvertently processed back into circulation ending up in the or (operating room) that morning where the staff discovered the device had malfunctioned. There were no delays to the planned surgical procedure as spare devices were available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.